Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/18/2014 with the following findings: during testing, the pump powered on with audio tones, vibrations, and a functional display screen. The pump performed the rewind, load, and prime steps with no issues occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no self-suspending occurring. There was no evidence of hypersensitive keypad buttons. The pump was able to be manually suspended and manually resumed with no issues. Unrelated to the complaint, evaluation revealed that the display was discolored. The suspend issue was not able to be duplicated during investigation.